Manufacturer narrative:
The reported event is unconfirmed, as the event could not be reproduced. The device met relevant specifications. The product was used for treatment purposes. The product did not cause the reported failure/event. No root cause could be found because the reported event was unconfirmed. A DHR review did not show any problems or conditions that would have contributed to the reported issue. A labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the purewick urine collection system exploded or blew up. The patient had been using this product for less than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system exploded or blew up. The patient had been using this product for less than 90 days.